Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Addtional information received from manufacturer representative report that the cause of the overdischarge was that the patient was not charging. Representative further reported than an x-ray had determined the lead had migrated. The cause of the lead migration was unknown. The patient underwent lead replacement on (B)(6) 2016 and was doing well.

Event description:
Additional information received from the rep reported that the lead had moved down and when they went to revise it, it was determined that the lead was severed from the electrodes and the electrodes were still in the epidural space but the lead was coiled in the pocket. The rep indicated they would try to obtain the broken lead to send back for analysis. It was discussed that this would be considered an abandoned lead for MRI purposes. But the rep stated that the patient had an MRI before, they knew it was severed and the patient was fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on may 7th 2016 indicating that the patient needed to get an MRI and could not confirm MRI status.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead.

Event description:
The patient reported via the manufacturer representative (rep) that the patient was in overdischarge and the hcp had the rep meet with patient because one of her leads moved. The rep got her out of overdischarge and the patient was doing well. The patient was currently doing okay from the lead moving and the rep was able to get coverage. It had been resolved. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.